Event description:
It was reported by the patient their device was causing problems due to not being in the right place, which in turn was causing a lot of nerve pain. The patient stated their physician prescribed pain medication, however they were not working. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).